Manufacturer narrative:
A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found partially split in cross direction with approximately 0.2 inches of the teflon pad missing from the distal end. The missing teflon portion was not returned for evaluation. The probe unit was inspected under a microscope and found no visual indication of damage. A short circuit error message was observed. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy procedure, the teflon pad from the grasping section of the device deteriorated exposing metal and three pieces of the pad fell into the patient. The device fragments were retrieved using a grasper. It was reported that the surgeon was sealing the patient¿s ligament, when this incident occurred. A ¿probe tip damage¿ error message was observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device and the connection points to the generator were inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the event date. On september 15, 2017 olympus received a voluntary medwatch report (#mw5071923) which showed that the correct event date is (B)(6) 2017 and not (B)(6) 2017.